Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary finding of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the top yaw pulley located by the grip base. The electrical continuity test passed. The root cause of this failure is attributed to user. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no photo or video provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the instrument was found to have thermal damage on the top yaw pulley located by the grip base. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument appeared with damaged plastic part. The operation was performed without any problems. The procedure was completed with no reported injury.